Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected rewind anomaly, prime/fill anomaly, unexpected restart, external error, test failure at 10:01 am, reset time/date anomaly and low battery alarms noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The insulin pump was not going anywhere past the rewind screen. The insulin pump also alarmed unexpected restart and external error. The self-test passed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.